Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative explained that this device and lead system were recently implanted into this pacemaker dependent patient. A 6 seconds pause of non-capture was identified on telemetry. There were p-wave and pacemaker spikes with no capture. During this time, the patient was syncopal. The local representative was unable to reproduce the clinical observation. The local representative was planning to obtain a save-to-disk and memory upload for analysis. The physician suspects that the clinical observation is the result of a primary lead issue. Boston scientific received information from the local representative that the root cause was attributed to a right ventricular (rv) lead micro dislodgement. The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2015. The rv lead was repositioned. The device was checked post-revision procedure and normal operation was identified.